Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/3/2021. H.6. Investigation: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for side-pierced sleeve with the incident lot was observed, however it is very likely that the terumo vacutainer tube was used. The terumo product used in conjunction with our btd and other acquisition products sometimes is incompatible due to the design of the foil closure of the tube which is comprised of a centralize small hard septum surrounded by a stiff thin foil closure. This stopper design is some rare case can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. Additionally, 10 retention samples from bd inventory were evaluated by functional leak testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter there was poor sleeve function and blood leakage occurred. The following information was provided by the initial reporter, translated from japanese to english: during blood collection using luer-lock access device (364902) connected to a dialysis circuit, blood leaked from the rubber sleeve. This is possibly due to the sleeve falling off tube.

Manufacturer narrative:
Medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter there was poor sleeve function and blood leakage occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: during blood collection using luer-lock access device (B)(4) connected to a dialysis circuit, blood leaked from the rubber sleeve. This is possibly due to the sleeve falling off tube.